Event description:
The manufacturer received information related to a dreamwear utn mask. The patient alleges very tender lightheaded brain fog for a few days, has to use ice on his face sometimes. The patient alleges seeing a doctor, and it was determined that it is his trigeminal nerve and causing numbness from his ears to his chin. The patient alleges he thought that he had a stroke has had MRI's and cat scans, he lays on his side. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information related to a dreamwear utn mask. The patient alleges very tender light headed brain fog for a few days, has to use ice on his face sometimes. The patient alleges seeing a doctor, and it was determined that it is his trigeminal nerve and causing numbness from his ears to his chin. The patient alleges he thought that he had a stroke has had MRI's and cat scans, he lays on his side. Additional information: this has been determined as a non serious injury by the clinical assessment.